Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier cn-355084b.

Event description:
It was reported the patient received the following results within 15 minutes: 3.0 mmol/l (performa) and 8.6 mmol/l (unknown accu-chek meter).